Manufacturer narrative:
Investigation included user education and troubleshooting regarding charger placement, power source verification, and device orientation. Investigation of this case revealed inconsistent charging performance consistent with a suspected charger malfunction. It was concluded that replacement of the charger was warranted to restore reliable charging performance.

Event description:
It was reported that the charging pad for the insulin pump functioned intermittently, with the pump not powering on when the battery was very low despite correct pad orientation and use of alternate power outlets, and a replacement charger was proactively shipped to avoid interruption of insulin therapy. Symptoms included low and very low battery indications. Outcomes included temporary interruption risk to device charging without interruption of insulin therapy.